Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 13-years-old male child patient faced an insulin flow blockage at site. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection. No further information available.